Event description:
It was reported that at implant the lead could not be secured in the device. Pacing anomaly was also observed. Both device and lead were explanted and replaced. Patient condition was good.

Manufacturer narrative:
The reported inability the lead was confirmed in the laboratory. Upon receipt, the v is-1 tip setscrew was noted to be screwed in too far and partially blocking the v is-1 bore which prevented the lead from being fully inserted into the bore. It is believed that intermittent or complete loss of contact between the tip of the lead and connector contributed to the pacing anomaly. The v is-1 setscrew was backed out, test leads were inserted, all setscrews were properly tightened, and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.